Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient sought medical treatment for hyperglycemia. The patient's blood glucose (bg) levels reached "into the 300's" (mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient went to the emergency room (pod was still worn) and was treated with fluids and anti-nausea medication. The patient was released after a few hours and went home to rest. Patient also reported that while boluses would bring bg levels down slightly, they would continue to spike back up. For this reason, she believed the cannula may have been bent.